Manufacturer narrative:
Event took place in united kingdom. The contact details of the initial reporter of the healthcare institution were not provided in full. Enquiry was submitted to the healthcare institution on 2024-09-16. The product analysis has been in progress since the initial notice dated 09/16/2024 and will be published with the test results in the follow-up report.

Event description:
Irn# (B)(4). Customer was placing a combined spinal/ epidural for a complete knee replacement on an obese woman, hit bone at 7cm and re-angeled with needle in the patient applied a reasonable degree of force while deep in tissue and as advancing through the tissue the needle snapped within the patient, the entire needle was in the patient. The needle was able to be extracted from the patient using forceps before it became irretrievable.

Event description:
Irn#: (B)(4). Incident occurred in UK. Customer was placing a combined spinal/ epidural for a complete knee replacement on an obese woman, hit bone at 7cm and re-angeled with needle in the patient applied a reasonable degree of force while deep in tissue and as advancing through the tissue the needle snapped within the patient, the entire needle was in the patient. The needle was able to be extracted from the patient using forceps before it became irretrievable.

Manufacturer narrative:
Event took place in united kingdom. Correction: in field h6 health effect-impact code (f) this has changed to code 4613 (minor injury/illness/impairment). Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Incident occurred in UK. Customer was placing a combined spinal/ epidural for a complete knee replacement on an obese woman, hit bone at 7cm and re-angeled with needle in the patient applied a reasonable degree of force while deep in tissue and as advancing through the tissue the needle snapped within the patient, the entire needle was in the patient. The needle was able to be extracted from the patient using forceps before it became irretrievable.

Manufacturer narrative:
Event took place in united kingdom. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.